Manufacturer narrative:
The surgeon comment have been logged onto the system. A project to improve the functionality of stanmore instruments is ongoing. A supplemental report will be provided.

Manufacturer narrative:
This issue is a surgeon preference comment related to the instrumentation supplied and does not meet the definition of a complaint. This is being treated as feedback and has been included in the instrument summary feedback report 2016. This is to feedback information from users to the design activity and is to be included in any future development of instruments. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Corrected data - prosthesis, knee, femorotibial, cons corrected to limb salvage system.

Event description:
A report was received from a surgeon stating that upon using the external tibial cutting guide he found that it lacked precision. He stated that it would be better to have an internal one. This is a supplemental report to 3004150610-2015-00019 ((B)(4)).

Event description:
A report was received from a surgeon stating that upon using the external tibial cutting guide he found that it lacked precision. He stated that it would be better to have an internal one.